Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime or fill and drive or motor anomaly noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston stopped moving and he needed to push button again. The customer's blood glucose level was 17 mmol/l. The reported that they noticed lately that the piston was behaving strange when filling tubing and rewinding. The customer reported that the high pressure test was ok and there was no occlusion. The insulin pump will not be returned for analysis.